Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between january 8-9, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not empty into the patient via a pulmonary artery catheter (pac) needle. The issue was further described as, the pump remained filled with an unspecified medication after 7 days of administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.